Event description:
Lt ruptured breast implant. 42 yr old white gravida 1 para 1 female status post bilateral submuscular. 280cc surgitek gels for augmentation 05-08-86. Other than some drooping of breast tissue over implant she hasn't noticed decreasing in size, shape/texture or history or trauma. Gastrointestinal changes. Acne 4 yrs ago warranted starting with "alt healer". Mammogram positive rt rupture. Extensive granuloma found in lateral breast/chest wall.